Event description:
The reporter states that she obtained the blood glucose results of 267 mg/dl and 101 mg/dl on the accu-chek aviva system. The results were obtained within a ten min timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.